Manufacturer narrative:
Attempting to follow up with patient to determine status.

Event description:
From the call center: I had surgery on (B)(6) 2025. I have cramping on my right side. Is this normal after surgery? Got in contact with caller and she shared that she was implanted (B)(6) 2025. Recently they had lots of pain and went to the ER. After a CT they found the leads migrated and the doctor also stated their colon collapsed. They reached out to their doctor's office and her doctor informed her that movement from her leads is normal and there are no signs pointing to her device. She unfortunately missed her follow-up appointment with her surgeon due to being hospitalized and will be unable to have another appointment until february. Shared providers in her area if she decides she would like to check if there are earlier openings. Patient will contact us if more help is required

Manufacturer narrative:
Patient is now experiencing shocking sensations; plans to follow up with her provider.